Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6) 2023 due to report of issues maintaining connection with the processor coil. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 27, 2023.